Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the first procedure on (B)(6) 2015 was to treat a patient with a myocardial infarction (mi). A drug eluting stent was implanted in the right coronary artery. The following day an arterial venous fistula in the left anterior descending (lad) artery was treated with stainless steel coils. Then a lesion on the fistula in the proximal lad was treated. Pre-dilatation was done with a 2.5 x 15 mm balloon, reducing the stenosis to 0%. The 3.0 x 18 mm absorb scaffold was implanted and post-dilated twice with a 3.0 non-compliant (nc) balloon at 20 atmopsheres. The patient was released on dual antiplatelet drug therapy for 12 months. On (B)(6) 2016, the patient returned with a mi and scaffold thrombosis was found. The thrombosis was aspirated and pre-dilated with an nc balloon. A 3.0 x 23 mm xience stent was implanted and post-dilated with a 3.0 x 15 mm balloon. The patient is doing well. No additional information was provided.